Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump could not be charged despite the attempt of multiple wall adapters. In addition, the pump battery dropped from 90% to 5% while connected to a power source. There was no reported impact to the customer's blood glucose as the customer had not tested at the time of the report. Reportedly, the customer's most recent blood glucose level value was 130 (mg/dl). The customer had manual injections as alternate insulin therapy.